Event description:
A healthcare facility in (B)(6) reported via a distributor that the manometer gauge in a rd900aeu neopuff infant resuscitator did not adjust and 'was sticking'. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: returned manometer was physically examined and tested to check if the gauge was functioning correctly. Results: the manometer gauge needle could be adjusted to 'zero' but with difficulty, indicating an offset error. Test results also showed that the manometer began to fluctuate at a pressure setting of 40 cm h2o. Conclusion: the rd900aeu neopuff infant resuscitator is a portable reusable device which can be susceptible to impact damage for instance when dropped. It is possible that considerable external shock caused the manometer gauge on the neopuff to become offset. Our user instructions advises the user to carry out a performance check should the device be dropped or subject to considerable impact. An offset error will be visible to the user at the time of initial set-up. The user instructions specify that should this happen, the manometer should be recalibrated. The rd900aeu neopuff infant resuscitator was repaired and replaced with a new manometer.